Event description:
It was discovered on x-ray that the wrong size head ball was implanted. Patient returned to surgery and removed 32mm head ball and replaced with a 28mm head ball.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Provided information states when the patient was in the recovery room after surgery, it was discovered on x-rays that a 32mm modular head was implanted with a 28mm liner. The patient was immediately brought back into the or and the 32mm head was removed and replaced with a 28mm modular head. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.